Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker exhibited depleted battery capacity. The patient had an underlying rhythm with 10-14% pacing from previous clinic checks. Capture was seen with the help of magnet; however, the rate was not recorded. The device was noted to be implanted over 12 years ago, and the device is predicted to last 8-10 years. Caller is questioning the behavior of the device with respect to estimating longevity when the device gets very old and has exceeded predicted longevities. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this pacemaker was found to be operating in safety mode during patient visit to the clinic. The device was implanted 12 years ago and showed a longevity of 18 months six months ago. The pacemaker was explanted and replaced with another device. This device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited depleted battery capacity. The patient had an underlying rhythm with 10-14% pacing from previous clinic checks. Capture was seen with the help of magnet; however, the rate was not recorded. The device was noted to be implanted over 12 years ago, and the device is predicted to last 8-10 years. Caller is questioning the behavior of the device with respect to estimating longevity when the device gets very old and has exceeded predicted longevities. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this pacemaker was found to be operating in safety mode during patient visit to the clinic. The device was implanted 12 years ago and showed a longevity of 18 months six months ago. The pacemaker was explanted and replaced with another device. This device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.